Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the perineal suture performed on the patient after delivery, the suture broke at the middle segment of the suture. Subsequently, new suture was used for suturing, and the surgical process was not interrupted. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, the following information was requested, but unavailable: -what was the volume of blood loss? -how was the intraoperative tissue bleeding treated? -was the patient¿s treatment altered in anyway due to the intraoperative tissue bleeding? If yes, please explain. -was the post-operative care changed due to this event? Please specify. --contacted with the sales rep today via phone, please refer to the aei mention on note a-14089191 and other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d4 UDI - d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. The event date and the procedure date should be both (B)(6) 2025. After investigation, the patient underwent postpartum perineal suturing on (B)(6) 2025. The surgeon used the suture (w9923) to suture the perineal tissue during the operation (the specific suturing tissue level and suturing method were unknown). The suture broke during the suturing. The surgeon then immediately replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. This event resulted in intraoperative tissue bleeding (specific details unknown), and no subsequent adverse event reports have been received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the volume of blood loss? How was the intraoperative tissue bleeding treated? Was the patient¿s treatment altered in anyway due to the intraoperative tissue bleeding? If yes, please explain. Was the post-operative care changed due to this event? Please specify.